Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued after 22 days) and amikacin injection (500 mg, stat, intraperitoneal followed by 100mg, once daily in one bag, intraperitoneal, discontinued after 22 days) for peritonitis. The patient has recovered from peritonitis 22 days after the event onset. It was reported that retraining has been done for the patient and the caregiver. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was treated with vancomycin injection (1g, intraperitoneal) and amikacin injection (500 mg, intraperitoneal followed by 100mg in one bag) for peritonitis. The patient outcome was unknown. The cause and hospitalization were not reported. Pd therapy was ongoing. No additional information is available.